Manufacturer narrative:
Investigation results: the customer reported the tip of the plastic spike broke off, and returned one photo of material: 11532269, lot: 25125022. Visual examination confirmed the customer report of component damage on the spike. There is no physical sample available for investigation. The information was forwarded to the supplier of the spike for further investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the spike component conducted an additional investigation. They found their process held up the quality and no other similar reports or findings on the released lot number. No actions were able to be taken as their was not confirmed root cause. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, alaris smartsite, tip of the plastic spike broke off in the opening of the IV bag after spiking it causing the medication having to be thrown away.